Manufacturer narrative:
Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose above 400 mg/dl while wearing the pod for longer than 48 hours. When the pod was removed from the infusion site (hip/buttocks), the cannula was found to be bent. The patient reported they experienced vomiting. The patient was treated with intravenous fluids and intravenous insulin. The patient was released later the same day.

Manufacturer narrative:
The device has been returned however our investigation is still ongoing, when the investigation has concluded a supplemental report will be submitted with the results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone17.3 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.